Manufacturer narrative:
Result of investigation: a vyaire failure analysis received main pcba (printed circuit board analog) for investigation. Found no visible defects, damaged or contamination. The unit was powered into user mode where the unit ventilate normally without any alarms. No new transducer events recorded on the event logs. Performed transducer calibration per vela ventilator systems service manual. Exhalation pressure transducer (pt 801), turbine differential transducer (pt 800),exhalation flow transducer (pt802) successfully calibrated. The complaint was confirmed through event logs but not duplicated during functional checks. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire reference: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela unit alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.